Event description:
A medtronic rep reported that during a scheduled o-arm navigated minimally invasive plif case, the surgeon was planning on using a percutaneous pin reference attached to the psis (posterior superior iliac spine). When he was placing the pin, he placed it so far through the bone that the frame was not stable. At this point, he made a midline incision to use the percutaneous spine clamp instead and attempted to attach it to a spinous process. He made two attempts to get the clamp to attach to the spinous process. Both times, he tightened it as far as he felt comfortable doing, but he said the clamp still had the ability to move around, and he was unable to get it to remain any more stationary. As the surgeon did not feel comfortable using this reference frame with the amount of movement, he discontinued use of navigation and o-arm imaging (before any imaging was done), but proceeded with the surgery using a c-arm without navigation.

Manufacturer narrative:
A medtronic rep confirmed that there is nothing wrong with the instruments at the site. They have been used successfully by other surgeons at the site. This issue was likely due to inexperience by the user. The surgeon has opted not to use the navigation equipment until he can come to louisville for further training. System performing as designed.

Manufacturer narrative:
Lot number unavailable at time of this report. Device manufacture date not available at time of this report. The device has not been evaluated at the time of this report.